Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient outcome because the patient was not in a shockable rhythm during the event and there was only approximately a 10 second delay in using a back-up device. The customer, a healthcare professional reported that the device use did not cause or contribute to the patient's outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). The device would also not power on. This occurred while they were attempting to use the device on a patient. There was approximately a 10 second delay in obtaining a back-up device. The back-up device was connected to the patient and analyzed the patient four times and never advised the user to shock the patient. The customer reported that the patient did not survive the event, however there were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to a failure of integrated circuit, designator u4 on the digital pcb assembly. The customer received a replacement device.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). The device would also not power on. This occurred while they were attempting to use the device on a patient. There was approximately a 10 second delay in obtaining a back-up device. The back-up device was connected to the patient and analyzed the patient four times and never advised the user to shock the patient. The customer reported that the patient did not survive the event, however there were no adverse effects to the patient due to the reported issue.